Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing suspected to be due to the patient's implanted left ventricular assist device. The device was reprogrammed at that time. Then the noise and oversensing resulted in the delivery of an inappropriate shock to the patient. The device system was subsequently explanted and replaced with a transvenous system. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing suspected to be due to the patient's implanted left ventricular assist device. The device was reprogrammed at that time. Then the noise and oversensing resulted in the delivery of an inappropriate shock to the patient. The device system was subsequently explanted and replaced with a transvenous system. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.